Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Per the clinic, the patient developed infection at implant site, however the issue could not be resolved and subsequently the device was explanted on (B)(6) 2016. The patient was re-implanted with a new device on the contralateral side.

Manufacturer narrative:
(B)(4).